Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray controller board, bakcplane, and batteries were replaced and the wiring to the temperature sensor was repaired during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had an x-ray temperature sensor failure error, precharge error, and control panel error messages displayed. No pt injury was reported.